Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes as no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided. Device history record review: a review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Device technical analysis: upon receipt at our post market quality assurance laboratory, the ams 700 ipp was thoroughly analyzed. Visual and functional testing of the momentary squeeze (ms) pump found no evidence of leaks. However, the pump did not pass deflation testing. The cylinders were inspected and functionally tested; no leaks were found. The cylinders were pressure tested and met specification. It was determined that the deflation issues could affect the functionality of the pump. Product analysis confirmed the reported observations. Labeling review: there is no objective evidence that the user did not properly handle or use the device according to the instructions for use (IFU). Investigation conclusion: no further actions are considered necessary and the complaint investigation conclusion code is cause traced to component failure.

Event description:
It was reported that a patient underwent a surgery to implant an inflatable penile prosthesis (ipp). After the implant was complete, the physician tested the device and the device would not deflate. Multiple attempts to deflate the device were made which all failed. When the deflate button was squeezed, the physician said the poppet valve looked like it was unstable. The physician decided to exchange only the pump. A 15 lgx was opened, and the pump was prepped and connected to the 21 cx device. After the new pump was implanted, the device worked without issue.

Event description:
It was reported that a patient underwent a surgery to implant an inflatable penile prosthesis (ipp). After the implant was complete, the physician tested the device and the device would not deflate. Multiple attempts to deflate the device were made which all failed. When the deflate button was squeezed, the physician said the poppet valve looked like it was unstable. The physician decided to exchange only the pump. A 15 lgx was opened, and the pump was prepped and connected to the 21 cx device. After the new pump was implanted, the device worked without issue.